Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification (missing segments on lower menu). Analysis also found the upper case is contaminated and the lower case is broken. Side bail covers are broken and contaminated. Ring is bent and the keyboard is scratched. (B)(4).